Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative wen to site to replace the caster wheel. Representative removed the broken part from inside the shaft and a new caster was installed. A system checkout was performed after replacing the part and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect caster has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the caster on the staff cart of navigation system broke off. A part of the wheel shaft has been broken and was left inside. Representative was unable to remove the broken part. There was no patient present at the time of the issue.